Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophagogastroduodenoscopy (egd) procedure performed on may 9, 2023. During the procedure, two bands were already deployed successfully and then patient's bleeding already stopped; however, the remaining bands would no longer deploy. There was no bleeding, and the procedure was completed using the same original speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e: this event was reported by the sales representative. The healthcare facility is: (B)(6) medical center. Phone: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.